Manufacturer narrative:
Manufacturer's report date: (B)(4) 2013. Internal file no: (B)(4). This report was filed by the manufacturer. Although requested, the affected product has not been rec'd. A f/u report will be submitted with investigation results should the devices be rec'd for evaluation.

Event description:
Customer reported a 1000 ml bag of chemotherapeutic drug was set up to infuse over 24 hours and finished early, within 13 hours. The drug was a combination of doxorubicin, vincristine, and etoposide and 1000 ml. The combination was not in the pump drug library so the nurse programmed drug as etoposide in guardrails. Event occurred on chemo/medsurg unit. The patient did not experience any clinical effects as a result of the event and required no medical intervention. Although requested, no add'l info was provided.